Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that two times this morning the fusion system shut down on its own shortly after turning on. The site has now been able to turn it on and it is staying on. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: medtronic received information that, from the site, the reported issue was isolated to a faulty power outlet at the site. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.